Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that a pt in the micu (medical intensive care unit) 26 ward was having a central line placed under ultrasound guidance when the incident occurred. The insertion site was the right internal jugular. The registrars attempted to insert the catheter and encountered difficulty threading in the spring wire guide (swg). When he went to remove it, he had even more problems pulling it out. When it was finally removed, the swg had frayed very badly and split in two. It is reported the whole assembly was removed. There was no pt death, injuries or complications reported. Another attempt at inserting the catheter was successful. The pt currently remains in the micu.